Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. "The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge."

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, customer was using cold insulin prior to filling the cartridge. The customer's blood glucose level was 174-222 mg/dl. The customer declined further troubleshooting with tandem technical support and continued to use the existing cartridge.